Event description:
It is reported that a customer experienced low blood glucose of 39 mg/dl. The customer was informed that there could be many reasons for low blood glucose. The complained of sensor errors and lost sensors. The customer went into a coma for 4 hours and was admitted to the hospital. The customer declined trouble shooting the issue. The customer was sent a replacement transmitter. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The transmitter was unable to charge due to depleted battery. No further functional test could be performed due to charge anomaly.